Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. Data was returned and evaluated. The reported event of a loss of connection was not confirmed via data. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
Com-(B)(4).

Event description:
Dexcom was made aware on (B)(4)/2018 that on (B)(4)/2018, a loss of connection occurred. Product has been received. The product is a sensor and no determination of allegation can be confirmed.the reported event of a loss of connection was not confirmed via data. A probable cause could not be determined. No additional patient or event information is available.